Manufacturer narrative:
Patient weight not made available from the site per (B)(6), operating room (or) manager. Return requested. Replacement device shipped to site. Medtronic investigation of returned suspect device finds that the percutaneous pin was returned instead of the adapter. The percutaneous pin inserts solidly into a known good frame with no issues. No problem found. Device found to be fully functional.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon noticed that with the new spine referencing set, the percutaneous pin adapter has a significant amount of play (movement). The surgeon did not allege any inaccuracy in this procedure, however, was, concerned. No further details were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided. A medtronic representative reported that the site will not be returning the adapter part, it was more of a feature request. This feature request was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction to the suspect medical device information provided. Device manufacture date was unavailable as no lot number was provided. Additional information: a medtronic representative reported that after following up with the surgeon, he understands how the instrument was developed, but prefers using the older perc pin reference frame which is what he will use moving forward.